Event description:
It was reported that the patient implanted with this device, developed an infection. As a result, the device was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).